Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. A 'high alarm displayed: cassette damaged' alarm was revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the ehl. It was determined that the most probable cause is a faulty dso sensor. The dso sensor, pwa, dso seal, and dso bezel were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump does not recognize the cassette. There was no patient involvement.